Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of kinked cannula on 28-feb-2025. The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. The infusion set was in use for 12 and 2 hours. High blood glucose resulting from the event was addressed by correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.